Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
A 58-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage e) was supported with an impella cp via right femoral percutaneous arterial access. The device was implanted on (B)(6) 2026 at 08:30 and explanted on (B)(6) 2026 at 12:08. During support, the device functioned as intended at p-4 providing 2.5 l/min flow with d5w purge solution containing heparin 25 u/ml, in addition to systemic heparinization. Acts were reported to be within the range of 160¿180 seconds, and device position was verified by echocardiography. No biomaterial was observed in the outflow upon explant, and no additional medical devices were in use. The patient was successfully weaned from support on (B)(6) 2026 and survived to explant. Per physician report, the day following device removal, the patient was noted to have absent neurologic status, and CT imaging demonstrated an embolic stroke. The patient had a history of out-of-hospital cardiac arrest requiring CPR, noted as a contributing factor.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.